Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: none. It was noted that when the package was opened for device preparation, the xpert stent was observed to be deployed 3-4cm. The customer reported there was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.